Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 12/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the catheter allegedly clogged. Reportedly, the catheter was replaced. There was no reported patient injury.

Event description:
It was reported that that sometimes post port placement procedure, the catheter was allegedly clogged. It was further reported that the catheter allegedly difficult to flush. Reportedly, the catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport implantable port products that are cleared in the us. The pro code and 510k number for the powerport implantable port products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation, one electronic photo was provided for review. The photo shows the clinician holding one power port and showing the port stem. The investigation is inconclusive for the reported port clogged and difficulty permeability issue as there was no objective evidence obtained from the provided photo. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 12/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.